Manufacturer narrative:
0001822565-2017-04043. Initial reporter - the article was written by mariano fernandez-fairen, daniel hernandez-vaquero, antonio murcia, ana torres, rafael llopis the complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. Fernandez-fairen, et al. " trabecular metal in total knee arthroplasty associated with higher knee scores: a randomized" clin orthop relat res (2013) 471:3543¿3553. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04042 ¿ 44.

Event description:
It was reported in a journal article that 2 patients presented with deep vein thrombosis after a knee arthroplasty on an unknown date. No further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that 4 patients presented with deep vein thrombosis after a knee arthroplasty on an unknown date. No further information is available.